Manufacturer narrative:
Device received with cracked case, cracked battery tube threads and peeling keypad overlay. Intermittent button response noted during testing due to peeling keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that button didn¿t really work and was sticky. Customer¿s blood glucose level at the time of incident was unknown. The customer also reported that the insulin pump was cracked across the back and front and the screen peeled off. Insulin pump will be returned for analysis.